Event description:
Caller reported that the cgm graph was missing on the pump home screen, and the unlock buttons appeared differently after the pump came out of storage mode and experienced a reset. The event impacted the caller¿s blood glucose level, causing it to rise to 569 mg/dl. In response, the caller administered a correction injection via mdi and started drinking water, with no external assistance needed. Technical support informed the caller that a low battery caused the pump shutdown and provided guidance on resetting procedures, battery maintenance practices, and advised on confirming charging status.